Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039955r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported a hospice patient's pump had been empty for about a year because they were unable to get the pump filled. A pump alarm was occurring; alarm due to zero ml reservoir volume reached. The healthcare professional (hcp) was filling the pump and starting the patient on a lower dose (morphine 5 mg/ml at 0.24 mg/day). The pump previously delivered morphine (50 mg/ml at 7.675 mg/day). No patient symptoms reported